Event description:
It was reported when the device was used during a low anterior resection, it fired only 4-5 staples. Consequently, the patient received a colostomy. There were no other reported consequences.